Manufacturer narrative:
The insulin pump passed the functional tests. However, it had intermittent button response due to corroded keypad traces. The insulin pump also had minor scratches on the display window, a cracked display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip and a stained address and serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error during bolus delivery. Customer was able to rewind the insulin pump but the motor error alarm occurred again during bolus. Blood glucose value is 150 mg/dl. Nothing further reported.